Event description:
It was reported that the pt expired due to unk reasons. Date of death is unk and implant duration are unk. No further details were provided. Info learned implant pt registry.

Manufacturer narrative:
Device not returned.